Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate 3 left ventricular assist system (lvas), serial number: (B)(6), did not reveal any device-related issues that would have been present at the time of support. The pump was returned assembled with the pump cable severed approximately 9.0¿ from the pump header. The modular cable and the remainder of the pump cable were not returned. Approximately 1.0¿ of the sealed outflow graft was returned attached to the pump cover outlet port with the outflow graft clip and outflow graft bend relief hardware engaged. The apical cuff was returned secured with the cuff lock engaged. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The controller and lvad (left ventricular assist device) log files retrieved from the returned devices appeared to capture the device functioning as intended during support. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. There were incidental findings of a pump start-up issue identified during post-explant testing due to an issue initializing current in bearing phase 1, resulting in a loss of the ability to start the pump post-support. Although a specific cause for this bearing issue could not be determined, this finding is unrelated to this event and did not affect pump function during support. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Although it was reported that the patient underwent a routine heart transplant, the heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. A, is currently available. Section 1 ¿introduction¿ and section 6 ¿patient care and management¿ of the IFU, instruct the user to notify appropriate personnel if there is a change in how the pump works, sounds, or feels. Section 7 ¿alarms and troubleshooting¿ describes alarm conditions as well as the appropriate actions associated with them. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient underwent a heart transplant while on the routine waiting list.